Event description:
The nurse reported an unplanned anterior vitrectomy was performed. The nurse handed the surgeon another model system anterior vitrectomy probe (which has the irrigation sleeve connected). The surgeon expressed concern, but was able to complete the case without problems. Additional information received from the nurse stated a posterior capsule tear occurred. The surgeon was able to complete surgery and implanted an iol. The surgeon stated, the patient injury was not due to the product selected.

Manufacturer narrative:
The nurse did not save the sample for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on; 09/25/2009.